Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was noted on the right ventricular (rv) lead. Oversensing of the noise led to pacing inhibition lasting longer than two seconds. Device sensing was adjusted which appeared to resolve the issue. It was later reported that rv amplitudes were out of range. Boston scientific technical services (ts) discussed that this could be due to premature ventricular contractions (pvcs). Ts discussed programming optimization options. No adverse patient effects were reported. This lead remains in service.